Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 to 600 mg/dl at the time of the event and reported the insulin pump was not working. The customer was visited to the emergency room and the customer experienced symptoms of nausea, tiredness, trouble in communicating, and also disorientation. Troubleshooting was partially performed. It was unknown whether the customer was using an insulin pump within 48 hours before the event and whether the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The following were noted during visual inspection: scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were 177 boluses listed on the event date 28-nov-2023 in the pump history file for the primary svn 000316645689. Please see the first 10 boluses below. 11/28/2023 00:03:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:08:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:13:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:18:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:23:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:28:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:33:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:38:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2023 00:43:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:48:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) please see below for the daily total of all insulin delivered on the event date 28-nov-2023 in the pump history file for the primary svn (B)(6). (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 1249500 (124.95 u) dailytotalofbasalinsulindelivered: 293500 (29.35 u) dailytotalofbolusinsulindelivered: 956000 (95.6 u) there were no autosuspend (12) alarm noted in the pump history file for the primary svn (B)(6). Please see below for the usersuspended (2) alarm listed on the event date 28-nov-2023 in the pump history file for the primary svn (B)(6). (B)(6) 2023 06:17:28.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 28-nov-2023 in the pump history file for the primary svn (B)(6). (B)(6) 2023 20:30:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:30:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:31:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 20:32:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:34:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 10:54:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 10:55:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 10:59:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 11:04:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 11:09:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) not confirmed. Please see data pertaining to svn (B)(6) event date 29-nov-2023 below. There were 76 boluses listed on the event date 29-nov-2023 in the pump history file on svn (B)(6). Please see the first 10 boluses below. (B)(6) 2023 00:03:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:08:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:13:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:18:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2023 00:23:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:28:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6) 2023 00:30:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 12000 (1.2 u) bolusamountdelivered: 12000 (1.2 u) (B)(6) 2023 00:33:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6) 2023 00:34:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1foodbolus (7) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) (B)(6) 2023 00:38:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) please see below for the daily total of all insulin delivered on the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 1172250 (117.225 u) dailytotalofbasalinsulindelivered: 273250 (27.325 u) dailytotalofbolusinsulindelivered: 899000 (89.9 u) there were no autosuspend (12) alarm noted in the pump history file on svn (B)(6). Please see below for the usersuspended (2) alarm listed on the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 07:06:10.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 20:30:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:30:52.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:31:01.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:32:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 20:32:26.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 20:34:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. (B)(6) 2023 10:54:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 10:55:20.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 10:59:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 11:04:13.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6) 2023 11:09:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. No current code/category not confirmed.. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.